Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and found to have a grip ring dislodged. The instrument was found to have a grip ring screw loose. The grip ring screw was found loose and screw head damaged. As a result of the grip ring screw being lose the grip ring was dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests but failed initialization test. The instrument did not open and close properly during manual articulation. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down the grip drive adapter. Additional findings related to customer reported complaint: the instrument was found to have a grip ring screw loose. The grip ring screw was found loose and screw head damaged. As a result of the grip ring screw being lose the grip ring was dislodged. The instrument was found to have one low torque failure based on log review. The review found error 22024 indicating that the instrument exhibited low torque during use. The instrument was found to have failed during initialization based on both the log review and during in-house testing. The instrument was placed on an in-house system and passed engagement but failed initialization test on 3 out of 3 attempts. Review of the logs verified three homing failures with error code 22026 which indicates that the instrument failed during homing on universal surgical manipulator (usm) 3. The complaint was confirmed by failure analysis. The probable root cause of a loose grip ring screw could be due to component failure on account of usage or due to a manufacturing error, where the component is susceptible to damage. The probable root cause of the dislodged grip ring caused by the loose grip ring screw is attributed to the manufacturing process. The probable root cause of the failed functional tests is also attributed to the dislodged grip ring.

Event description:
It was reported that during central processing the customer reported a recognition issue with the vessel sealer extend instrument. There was no report of patient injury.